Manufacturer narrative:
Samples were collected in serum separator tubes. Clotting time was not supplied. Samples were centrifuged in a fixed-head centrifuge at 3000rpm for 10 minutes. Quality control for access hybritech psa is run only when testing is to be performed. In the month of (B)(6), the customer ran 9 points of a tri level bio-rad qc. All results recovered +/- 1sd of expected range. A system check was performed the morning of (B)(6) 2009 and all portions were well within the published specifications. Service was not dispatched, as there had been six months lag in time between the event and the report to beckman coulter inc. A review was conducted of the service history of the analyzer. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported higher than expected results for access hybritech psa (prostate specific antigen) for two pts when using the access 2 immunoassay system. These test results did not correlate with previous results. The test results were reported out of the laboratory. The test results were questioned. Subsequent testing of the pts produced lower test results that were considered correct. No reports of death or serious injury, and no affect to pt treatment as a result of this event.